Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned.

Event description:
It was reported to vyaire medical that the vela ventilator touch screen does not respond to touches to modify settings. As per the customer, the event happened during est(extended systems test). Furthermore, there was no patient associated with the reported event.